Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed to detect on the communication bus. The field service engineer (fse) shut down the station, removed the rear panel and secured the connections, which resolved the issue. The fse powered down the station and drawer 1 came back online. The fse logged into the station, dropped down to the desktop, tested the drawer using the hardware test application (hta). The fse restarted the station, and pharmacist verified that drawer 1 was functioning normally. The system functioned as intended after the field service engineer repaired the device.